Manufacturer narrative:
A ge service representative performed an on site investigation. The system battery packs were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The fse noted the system displayed "kv on in error" and "x-ray overtime" error message. This occurred during a pm and no patient would be present nor would a procedure be in progress. This error may cause the system to shut down. There is no report of injury or death associated with this event.